Event description:
Long qt 3 is genetic in my family. In 2002, after losing my sister, almost a second sister and my father that died the same way. ICD were put in as a precaution. I have never had cardiac event until the lead fractured and made the device think I was in cardiac arrest. I was not in cardiac arrest, but the emergency room (ER) continued to let it shock me up to 40 times, until st jude rep arrived and finally figured out "noise on lead." My ventricle lead fractured and cause device to shock me up to 40 times, waiting for st. Jude rep to arrive at (B)(6). She finally realized after 25 shocks on her computer alone that the lead broke, device malfunctioned. This was the most inhumane treatment and I suffer from ptsd. I'm afraid of ever being shocked inappropriately again. It is being electrocuted! This situation "broke me" mentally, physically and emotionally." It was horrific. At this point in time, I'm writing because I experienced a second lead fracture within 9 months of this one and complications where I almost died. This occurred this year (B)(6) 2016 fractured st jude lead; 35-40 inappropriate shocks from malfunction of device and fractured lead. High risk surgery followed. Just happen to make an appointment for heart muscle damage from my defibrillator malfunctioned from fractured lead (B)(6) 2015 and found out one of new leads fractured that was replaced then. It fractured (B)(6) 2016 in 9 months from implant. I had surgery to explant atrial lead and implant. After being discharged, next day got so sick at night and collapsed at 3:30am (B)(6) 2016. I was able to reach phone and call 911. Rushed me to ER, had cardiac arrest symptoms and was very sick from pericarditis. I was given morphine for pain and heart constricting, had to go in and drain the sac around my heart. Ended in ER again due to constant heart aching and pain, shortness of breath and ptsd. I happened to make a (B)(6) 2016 appointment to see my electrophysiologist and have an EKG or echo done to see if I had heart muscle damage from 35-40 shocks and fractured lead (B)(6) 2015. I found out after everything was replaced last fall 2015, that my arial st jude lead fractured (B)(6) 2016. Had I never made that appointment, not sure what would have happened! Long qt3 is genetic in my family and I have lost a sister, almost another sister and my father from it. I had to have another high risk surgery to explant and implant a new lead. These leads are supposed to last forever. So I had surgery scheduled as soon as doctor electrophysiologist could do it on (B)(6) 2016. I was discharged on (B)(6) 2016 only to return to emergency room at 3:30 am (B)(6) 2016 with classic cardiac arrest symptoms due to pericarditis. I was given morphine and I had many tests performed. I had fluid on heart sac making heart constrict and I was very sick and in pain. Doctor performed an effusion to drain fluid. I had collapsed at home, but was able to reach my phone and called 911 who rushed me back to the hospital, my heart still aches and hurts a lot after 7 weeks and I am unable to function as normal, shortness of breath and can't do much. Suffer from ptsd even worse after this second event. I was sent home with toradol for a week and prednisone. This time I feel my heart may be permanently damaged. My heart function is not where good as it was (according to my records) ! Went to ER again (B)(6) 2016 due to same symptoms. High d-dimer test. Cannot take any antidepressants due to long qt or prolonged qt3. Device used: ICD - 4 years; lead - 13 years; 9 months.